Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the inaccurate pulse rate values are being displayed in comparison to physical pulse rate verification. Pulse rate readings are approximately half in comparison. There are no known consequences or impact to any patient as a result of this issue.